Manufacturer narrative:
After further review, reassessment of this case has determined this report is considered to be a duplicate/continuation complaint: n/a - issue was confirmed to be a duplicate or continuation of a previous case. The base device - dreamstation st30 - was reported under (B)(4)/ra320620251. This case is being closed/cancelled.

Event description:
The manufacturer received information alleging a patient with a dreamstation humidifier has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.